Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys tsh assay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The customer provided data for one patient sample which had an erroneous tsh result that was reported outside of the laboratory. The sample initially resulted with a tsh value of 1.430 miu/ml and this value was reported outside of the laboratory. The provider questioned the result, so the sample was repeated on a second e170 analyzer, resulting as 3.170 miu/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The tsh reagent lot number was 307192. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. He inspected and adjusted the air filters, fans, syringes, transfer assemblies, air compressor, wash stations, and pump pressures. He cleaned the sample and reagent areas. He performed mechanical, fluidic, and electronic checks. All checks passed. The customer did not have any further issues over a 3 week period. Upon review of the calibration data, the calibration is ok. The control recovery prior to and after the event was within range. The investigation was unable to find a definitive root cause.